Event description:
During placement of the turbo-ject double lumen peripherally inserted central venous catheter, the peel away sheath broke inside the arm of the patient and was not able to be retrieved. The physician feels the broken piece will not move and further actions are unknown at this time. Per information received by the area rep on (B)(6) 2012: when the peel away sheath was placed, the tabs on both sides were pulled and they both snapped. Two physicians tried to remove the sheath with no success. Due to the patient condition, the physicians felt it was better to leave the sheath in rather than take him to surgery. The patients arm is swollen due to the sheath remaining in the arm. The patients condition is unknown at this time.

Manufacturer narrative:
(B)(4). The pull tabs of an used peel away sheath were returned. A visual examination revealed that none of the peel away sheath remains attached to either tab. Per quality control specification, it is confirmed that tabs of sheath fitting have not been broken apart. An IFU is provided with this device that provides steps for removal of peel away sheath, "peel the sheath away from the catheter by grasping the two wings of the sheath and pulling outward and upward." The peel away is purchased from a qualified supplier. The returned pull tabs from a peel away sheath were returned. Inspection revealed there to be none of the peel away sheath attached to either tab. Based on the examination and information provided, a definitive root cause for this failure cannot be determined at this time. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further mitigating action is necessary at this time.